Event description:
It was reported that a patient experienced peritonitis coincident therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection vancomycin and injection tazact for the peritonitis. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.